Event description:
When I walk, I have an audible sound like a creak or a squeak of a mouse. The loudness of the noise varies from day to day and weather conditions. A little pain is associated with the "squeak", but not bothersome. Dose or amount: na. Dates of use: daily. Diagnosis or reason for use: hip replacement. Stryker - 2007, 2008, 2009.